Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneous absolute neutrophil numbers (ne#) generated on the coulter lh 500 hematology instrument for three (3) different patients when compared to the neutrophil number derived by manual calculation. This event occurred over two (2) consecutive days ((B)(6) 2012). This report documents the two (2) patient results that were generated on (B)(6) 2012. The customer indicated that patient #1's discrepant results could be explained by rounding, but not the other patient. The erroneous results were reported out of the laboratory. Customer did not verify results on another analyzer. There was no death, injury, or affect to patient treatment.

Manufacturer narrative:
There was no specimen collection or storage information provided for this event. The samples were processed in the automatic mode. Controls were run before and after the event; values were within acceptable range. The unit is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). There was no onsite service dispatched for this event. The customer technical specialist (cts) suggested utilizing the extra digit of precision (user configurable feature) for more accuracy for borderline cases. The failure mode is currently unknown. MDR 1061932-2012-02319 is also associated with this event, which documents the creatinine results obtained on (B)(4) 2012.